Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate leaked at the junction of the coil cap and the bladder. This occurred during filling with sodium chloride and an unknown drug to a volume of 50 ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. During visual inspection fluid was observed within the housing of the device. This was due to missing film wrap which fastens the bladder to the stress member. The cause of the missing component is unknown. A CAPA has been opened for this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.